Event description:
The facility reported a colleague infusion pump with a malfunction of the pump not charging. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. Baxter has received similar reports for the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "pump will not charge" was confirmed and reproduced by baxter personnel during product evaluation. Upon further review, quality engineering identified the root cause to be the main batteries and user interface module printer circuit board. The main batteries and user interface module printed circuit board were replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.